Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on 1/9/2015 with the following results: the display is dim with a red tint.

Event description:
On (B)(6) 2014 the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.